Event description:
It was reported the patient was having difficulty charging, and the physician was to replace the ipg. The patient reported she had to hold the charger at an angle in order to locate the ipg. In addition, the ipg battery light indicator had displayed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.